Event description:
Same case as manufacturer's report# 6000093-2007-01004. It was reported that following an internal carotid artery stenting treatment procedure, the pt returned with an acute occlusion of two stents. The physician stated that the pt "arrived in the vascular clinic at va wearing sunglasses. He's got the most amazing bright light amaurosis you could imagine. He had a little velocity elevation post-op which I attributed to his contralateral disease. His completion agram looked good." Additional info has been requested regarding this event

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant info is rec'd, a supplemental MDR will be submitted.